Event description:
It was reported that upon implant attempt, the physician stated that it did not feel like the set screw was setting properly. The device was removed and replaced and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found.